Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown; medical product: model 3660, scs ipg; therapy date: unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02028, 1627487-2019-06351. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted.